Event description:
It was reported that during implant of the atrial lead, the physician had difficulty inserting the lead into the header port of a device. The lead was able to be fully inserted and was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.